Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced infection and necrosis at implant site. Subsequently the patient was treated with antibiotics (type and date not reported). The implanted device remains.